Event description:
It was reported that during a "below the knee" interventional procedure, a guide wire tip detachment occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous posterior tibial artery. The v-18, 300cm guide wire was used in a wire exchange for a quick cross catheter. The wire was withdrawn and the tip (4cm) of the wire detached inside the pt's tibial artery. The wire was bent at a 45 degree angle around the vessel. The tip was attempted to be removed with a snare, but this was unsuccessful. The pt had surgery the next day to treat the lesion. The pt's condition is reported as "fine".